Manufacturer narrative:
On november 08, 2023, mentor received additional information regarding the complaint. The date of event has been updated to october 15, 2023. The age of the patient at the time of event was reported as 33 years old. The patient's ethnicity has been update not hispanic/latino. The patient's race was updated to white. The patient's affected side was the left side. The impacted device was reported to 330cc mentor smooth round high profile saline breast prosthesis with catalog 3503330. The device lot number was updated to 5909305. The device serial number was updated to (B)(6). The device date of implantation was reported to be (B)(6) 2010. It was reported that the patient is to undergo device explantation on (B)(6) 2023. The breast prosthesis rupture was discovered with a visual inspection. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 12, 2023, mentor received additional information regarding the patient's date of birth. It was reported that the patient's date of birth was (B)(6) 1990. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 21, 2024, mentor received additional information regarding the patient's replacement device. It was reported that the patient's replacement device was a 175cc mentor smooth round moderate profile saline breast prosthesis with serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 13, 2024, the mentor failure analysis lab has received the device for evaluation. On february 16, 2024, the evaluation for the device was completed. Device evaluation summary: during visual analysis of the returned sample sm hps dv 330cc, no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor's procedures. Findings revealed a tear on the anterior view near the valve system. No other leak sites were detected. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified gel breast prosthesis and experienced a rupture on an unknown side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.